Event description:
It was observed during olympus' device inspection that the videoscopes exhibited bending section cover adhesive had become detached. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the malfunction was attributed to wearing, however, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.